Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilatation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sound an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Following several unsuccessful cavity integrity assessment (cia) tests during a novasure endometrial ablation a hysteroscopy was done. A uterine perforation was confirmed "near one of the pt's ostia". This was followed by a laparoscopy and no bleeding was seen. No treatment was needed and the pt was discharged home. On (B)(6) 2011, it was reported the physician called the pt that day and "she was fine". A hysteroscopy, dilatation and curettage (d&c), and sounding (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.